Event description:
It was reported during device change out for normal eri, externalized conductors were observed via cine. Oversensing was also noted. Patient was asymptomatic. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.